Event description:
It was reported that the pt experienced an "enormous discharge" (far above the usual intensity) when lightning struck near the pt during a thunderstorm. The pt's implantable neurostimulator was turned off at the time. During this discharge event, the pt experienced leakage and ejaculation. Following the event, the pt's neurostimulator did not work, but the other parts of the device system seemed to be ok. The device was reset and reprogrammed. The device system, then, worked well with paresthesia felt in the region. There was no injury to the pt and everything was ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).